Event description:
It was reported that during a nissen fundoplication procedure, the hand activation did not function. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.